Event description:
Material no. 363080, batch no. 9095657. It was reported that during use of the bd vacutainer® 9nc 0.129m plus blood collection tubes the tubes had draw volumes that were above the specification. Tubes were drawn using the r&d lab automated draw system with water. The following information was provided by the initial reporter: during r&d testing in franklin lakes, we identified some tubes that had draw volumes above the specification.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 363080 batch no. 9095657. It was reported that during use of the bd vacutainer® 9nc 0.129m plus blood collection tubes the tubes had draw volumes that were above the specification. Tubes were drawn using the r&d lab automated draw system with water. The following information was provided by the initial reporter: during r&d testing in (B)(6), we identified some tubes that had draw volumes above the specification.